Event description:
The PICC line was in place for a week, used for infusion of meds. A visiting nurse discovered the line was separated, broken under the skin site. The proximal end of the line was removed by the visiting nurse. The pt was taken back to the hosp where the PICC line was located under fluoroscopy. The distal end had migrated to the pt's heart. The pt was transferred to another facility where the detached catheter was successfully retrieved without any pt complications.